Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with sensor glucose around 65 mg/dl after a dinner meal announcement of approximately 35 g carbohydrates; the caller indicated the ilet was still adapting and the delivered meal insulin appeared excessive for the user¿s glycemic state. Symptoms included low blood glucose with associated feelings of not feeling well. Outcomes included self-treatment with 15 g rapid carbohydrates and recovery to 123 mg/dl without emergency care, hospitalization, or long-term sequelae. Investigation included complaint handling with user interview and device-use review. Investigation of this case revealed that the event was consistent with hypoglycemia during the early learning period of the adaptive algorithm and user-specific insulin needs following a mixed meal. It was concluded that the event was user-clinical in nature with no confirmed device malfunction and that education on hypoglycemia treatment and continued monitoring was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.